Event description:
The customer reported the system is displaying communication fail. No pt injury was reported.

Manufacturer narrative:
The service rep checked the system using the debug monitor and found cpu displaying frame sync error. Ordered sbc kit. He removed and replaced the sbc kit, flashed nodes and rebuilt the system files. The rep checked the system's operation. Machine works as intended.